Manufacturer narrative:
A follow-up report will b submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer (fse) reported that during preventative maintenance, the fse discovered that the unit was not working properly due to the backup battery would not hold a charge. There was no error displayed on the unit. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Fse replaced the backup battery to address the finding. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no product returned to failure investigator for evaluation; root cause for the reported issue could not be determined.